Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch on the right ventricular (rv) lead due to out of range pace impedances. The patient was brought in for further evaluation and upon review, it was noted a switch had triggered previously in (B)(6) 2017. Noise was also observed on both the rv and right atrial (ra) channels, but only in unipolar, and was reproduced with isometrics. All other measurements were stable. The device was reprogrammed to sense in bipolar and pace in unipolar. The patient is not dependent. All products remain in service and both leads are a competitor's product. No adverse patient effects were reported.